Manufacturer narrative:
(B)(4).

Event description:
Territory business manager contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient's receiver displayed an error 67. At the time of contact, no injury or medical intervention was reported.